Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the iesu to resolve the reported issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, coagulation was not working, but the cut was working on the integrated electrosurgical unit (iesu/erbe). There was a repeated error message c-34 on the iesu. The intuitive surgical, inc. (Isi) technical support engineer (tse) suggested to verify the other port. The same issue occurred on the other ports. The isi tse suggested a power cycle. The customer was about to complete the procedure. No further troubleshooting was possible. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue persisted with the monopolar coagulation mode when it was applied on the monopolar cautery hook. Several error codes (c-34, c-00) were prompted on the iesu screen. The issue was escalated to isi tse and the field service engineer (fse) was assigned further checks. The isi fse replaced the iesu.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the integrated electrosurgical unit (iesu) generator due to error c-34. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and confirmed to have error c-34. The unit was placed on an in-house system and was run in normal mode.